Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Distributor called to report that one shelf carton missing the information of lot number, production date, expiration date. There were photos and samples, and no customer response is needed. Customer has no other requests. Sample availability: yes. Sample availability details: picture/video available and physical sample.

Manufacturer narrative:
Additional information provided to sections b4, g6, and h11. Corrections made to sections h2 (if follow-up, what type) and h3 (device evaluated by manufacturer).